Event description:
The article, "infective endocarditis masquerade: aortic prosthetic valve degeneration and mitral prosthetic valve thrombosis mimicking infective endocarditis", was reviewed.the article presented a case study of a 65-year-old female patient with a history of endocarditis and pseudoaneurysm. On an unknown date a 27mm st. Jude epic valve was chosen for mitral valve replacement and a 25mm medtronic freestyle was chosen for aortic root replacement. The devices were implanted. Approximately four months later, the patient developed recurrent endocarditis requiring redo mitral valve replacement with a 29mm medtronic hancock prosthesis. "[The primary and corresponding author was sorin pislaru, division of cardiovascular medicine, mayo clinic rochester 200 first st. Sw rochester, mn 55905, with corresponding e-mail: pislaru.sorin@mayo.edu.]"

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant informationliterature attachment: infective endocarditis masquerade: aortic prosthetic valve degeneration and mitral prosthetic valve thrombosis mimicking infective endocarditisb3: event date was estimatedd4: the UDI number is not known as the part and lot number were not provided.